Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). Device returned to (B)(6).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 due to end of growth. During a review of investigation findings from (B)(6) it was identified that there was debris in the housing tube and cold welding between the screw and telescopic rod. No other information in relation to patient has been reported.